Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the high voltage tank, general driver, filament driver, aligned the high voltage supply regulator, filament calibration and verified the dosage. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system displayed low kilovolts and the joystick didn't work. This happened during a case. No pt injury was reported.